Event description:
Pt experienced return of pain 24 months of infusion therapy, with no indication of malfunction of pump or catheter. Myelogram revealed a mass at the catheter tip which was surgically removed. The catheter was repositioned, and the pt has been returned to his pre-event status of good pain control with the infusion system.

Manufacturer narrative:
4/24/1998: g9 - manufacturer report number has been corrected here and in header on page 1.